Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Device: d164awg implantable cardioverter defibrillator (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged and that the impedance values were variable (low and high). The lead was repositioned and remains in use. The patient is enrolled in the panorama clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst commented that no issues noted.